Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain. It was also reported that the reservoir migrated. The ipp was explanted and replaced. There is no additional information reported.